Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured when the device was used for hemostasis. Switched to manual compression and hemostasis was completed. There was no reported patient injury. The procedure was an endovascular therapy treatment (evt). Additional information was requested but not provided. The device was not returned for evaluation. A product history record (phr) review of lot j2512801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to balloon rupture reported. However, access site vessel characteristics (which was not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured when the device was used for hemostasis. Switched to manual compression and hemostasis was completed. There was no reported patient injury. The procedure was an endovascualr therapy treatment (evt).